Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting a high, out of range shocking lead impedance measurement. An induced high energy shock was delivered and exhibited a shocking lead impedance within normal limits. No adverse patient symptoms were reported.